Event description:
On (B)(6) 2009, pt reported air bubbles form in the insulin cartridge immediately after placing the new insulin cartridge in the infusion device. Pt states when she fills a new cartridge with insulin there are no air bubbles. She states she notices a quarter inch air bubble in the insulin cartridge after screwing the infusion adapter in the infusion device and then the air bubble moves into the infusion tubing during the prime. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Submitted a request for additional training. Product was replaced and requested return of the suspect product eval.